Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-05708. Please see medwatch report # 2032227-2015-05705.

Event description:
It was reported that the insulin pump alarmed an auto off alarm due to an unknown cause. The customer was advised that the auto off settings meant that if no buttons were pressed on the device for the designated hours, the insulin pump would automatically stop insulin delivery. The customer did not provide the blood glucose reading and stated that she understood. No further assistance was required. She mentioned a previous event during which she experienced a high blood glucose reading of over 600 mg/dl, which required a 911 call in (B)(6) 2013. She experienced diabetic ketoacidosis and was hospitalized for 4 to 5 days. She was discharged after her condition was stabilized. Nothing further reported.